Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr with a 29mm sapien 3 ultra resilia valve. As reported, a slightly bent strut was noted on the 29mm s3ur valve just before it was advanced into the aortic valve. The valve was deployed in normal fashion. Once the esheath was removed, it was noted that the seam was significantly torn. The femoral artery was closed with perclose and no vascular complications were noted. It was not exactly sure at what point in the procedure the damage occurred as the operator didn't feel like there was any resistance when advancing through the sheath. Difficulty was not encountered during removal of the esheath. The perceived root cause of the event was that it somehow happened while advancing through the sheath. The devices were discarded the patient was stable and discharged.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of frame damage was confirmed based on provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU /training materials revealed no deficiencies. As reported, ''a slightly bent strut was noted on 29mm s3ur just before it was advanced into the aortic valve. The valve was deployed in normal fashion. Once esheath was removed, it was noted that the seam was significantly torn. The femoral artery was closed with perclose and no vascular complications were noted. It was not exactly sure at what point in the procedure the damage occurred as the operator didn't feel like there was any resistance when advancing through the sheath. Difficulty was not encountered during removal of the esheath. The patient was stable and discharged. The perceived root cause of the event was that it somehow happened while advancing through the sheath.'' Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', ''if push force is too high or valve is still stuck, remove valve and sheath together as single unit and replace.'' Although no resistance was reported, it is possible that high push force and/or device manipulation was applied to advance the delivery system and valve through the sheath. The valve struts may interact with the sheath potentially causing a bent strut. Additionally, per imagery review, patient's access vessels had presence of calcification. The presence of calcification can create a challenging pathway for delivery system advancement, potentially causing the crimped valve to interact with the calcified anatomy and resulting in frame damage. As such, available information suggests that patient factors (calcification) and/or procedural factors (high push force, device manipulation) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.